Event description:
It was reported that material debris remained on the screws and screw rack. There was a delay of 5 min. An external system was used to complete the surgery (synthes).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Product details: screw variax elbow system.